Event description:
It was reported there was a change in therapeutic effect following a pump replacement on (B)(6) 2012. The old pump had lioresal 500mcg/ml and new pump had compounded baclofen at 500mcg/ml. Reporter stated the patient was experiencing increased weakness and lethargy (B)(6) and (B)(6) and was admitted to the hospital on (B)(6). The healthcare provider stopped the pump for 7 hours. By the time the provider went to restart the pump on (B)(6) 24mcg/day, the patient was in extreme pain and spasticity had returned. Reporter stated he was unsure of patient's condition following the (B)(6). The healthcare provider planned on stopping the pump again if necessary. The medication in the pump at the time of the event was baclofen (compounded). Additional information had been requested but was unavailable at the time of this report.

Event description:
Additional information: it was reported that in (B)(6) 2012, the patient had a refill and the physician refilled the pump with "generic baclofen." The patient had a "bad reaction" to it and ended up in the emergency room and hospital for a day and a half. The patient had lost function and didn't remember anything from the time. All the patient wanted to do was sleep. The drug in the pump was changed from baclofen (compounded) back to lioresal.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), product type: catheter, product ID 863740, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type: pump, product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).